Event description:
Patient came to clinic and said he had seen separation on transfer set yesterday after exchange. Rn changed transfer set and kept to send back to baxter. Transfer sets are changed every 6 months. I no longer have box, packaging this transfer set came from.